Event description:
It was reported that on (B)(6) 2010, the patient presented the preoperative diagnosis of l5-s1 segmental instability, severe stenosis; and lumbar radiculopathy. The patient underwent surgery which consisted of a bilateral decompressive laminectomy l5; bilateral decompressive laminectomy s1; complete decompressive lumbar discectomy l5-s1; bilateral structural interbody fusion peek cages l5-s1; bilateral interbody bone morphogenetic protein l5-s1; bilateral spherx nuvasive titanium pedicle screw fixation l5-s1; and a bilateral posterior lateral intertransverse process arthrodesis l5-s1. No complications were noted. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2011, the patient presented burning and tingling in the soles of her left foot greater than right; back pain; possible radicular features on left; and some occasional clicking and popping in her back. On (B)(6) 2011, the patient presented spinal stenosis, left leg and buttocks pain. The patient had a lumbar CT performed which demonstrated no definite neural impingement and ¿at l4-l5 there is a posterior decompression and fusion, looks satisfactory and probably solid. Immediately above l3-l4 small broad based disc herniation contributes to mild canal stenosis. Looks slightly worse than before.¿ on (B)(6) 2011, the patient presented recurrent paresthesias in the left foot; pain in the gluteus region in the sacroiliac joint area; low back pain; numbness in the left foot, thigh, and left gastrocnemius muscle; and severe right sacroiliac joint pain. On (B)(6) 2012, the patient presented weakness in her left leg. Per the doctor¿s letter ¿there is no evidence of neural compression. She is solidly fused at the operational segment.¿ on (B)(6) 2012, the patient complained of low back pain, bilaterally; right glut pain; left lower extremity perceived weakness; tightness of her left calf; burning and tingling in her left foot; and limited rom. The patient also presented general fatigue; difficulty sleeping; dryness of eyes; sinus congestion; hay fever; asthma; and rash. The patient reported having had an emg nerve study which was consistent with lumbar radiculopathy. Per the doctor¿s notes, an MRI dated (B)(6) 2010 showed a broad disc herniation at l3-5 with solid fusion at l4-5. ¿¿I am suspicious she may be experiencing radiculopathy due to bone stimulated growth from bone morphogenic protein¿¿ on (B)(6) 2012, the patient presented back pain with some right paraspinal pain that radiates into the buttocks and down the lateral thigh and left foot tingling. Per the doctors notes ¿she has an updated MRI which demonstrates some adjacent segment disease at l4-5.¿ on (B)(6) 2012, per the doctors report: the patient complained of left sided low back pain with burning paresthesias and burning pain in the left leg down to the foot which is from the old l3-4 fusion and new onset of 6 months severe low back pain that radiates down the right gluteus, right groin area, and right thigh which is related to the l3-4 herniated disc to the right. On (B)(6) 2012, the patient presented tenderness to palpitation over the paraspinous muscles from l3-s1, right greater than left; tenderness to palpitation over the right and left sciatic notch area; and tenderness to palpitation over the right sacroiliac joint area. The patient complained of burning, aching, throbbing, sharp pain located in the low back with radiation down the anterior and posterior aspect of the right lower extremity as well as the left lower extremity, extending to the left to the toes. The patient reported that the pain is usually worse in the mornings, with lying flat, and that she has difficulty sleeping. Per the doctor¿s notes on the imaging studies ¿¿intervertebral fusion identified. The foramen appear adequately patent. There is some appearance of scar formation present. At l5-s1 the disk is unremarkable. The foramen are patent. ¿at the l3-4 level there is broad based disk protrusions which is eccentric to the right. This may be slightly worsened and progressed as compared to the previous study. Facet arthropathy and ligamentum flavum hypertrophy are noted. There is central canal narrowing noted. Foraminal narrowing is identified, right worse than left. Some scoliosis is identified¿¿ on (B)(6) 2013, the patient underwent a l3 selective nerve root block injection. On (B)(6) 2013, in a f/u ov the patient presented sciatica in the right leg to knee and weakness in the left leg with no relief from the (B)(6) 2013 injection. The patient presented severe pain with depression and distress due to the ongoing pain. On (B)(6) 2013, the patient presented low back and severe bilateral leg pain and tingling in the left foot progressing to burning with weakness. Per the doctor¿s report on patient x-rays ¿¿there is some degenerative, collapse, loss of disc height l3-4 with vestigial/narrowed disc at what we will call the l5-s1 segment.¿ the doctor also reported that ¿ I do believe that the l3-4 disc bulge is contributing to a good position of her lower extremity radiculopathy. If this is a new disc bulge, it could correlate with the findings about four to five months after surgery. It is also possible that because she had a tlif, retracting the nerves and placing those cages can sometimes give nerve irritation, nerve pain, scarring around the nerves especially when bone morphogenic protein is used¿¿ the patient claimed that she is unable to live with her symptoms. The patient also reported she would be having a giant cell tumor removed from her finger in the next week. On (B)(6) 2013, the patient presented low back and bilateral leg pain and tingling in the left foot progressing to burning with weakness; tenderness on palpitations of the lumbosacral spine and buttocks; abnormal motion at the lumbosacral spine; pain on motion at the lumbosacral spine and decreased response to tactile stimulation on the sole of the left foot. On (B)(6) 2013, the patient presented chronic low back pain. The patient also complained of increased, progressive symptomatology of pain in both lower extremities in the l2-3 dermatomal segmental areas and leg weakness. The patient had an emg/nerve conductive study done with the following results: ¿¿clinical evidence of obvious progression of the lumbosacral radiculitis.¿ on (B)(6) 2013 the patient presented the preoperative diagnosis of l3-4 herniated nucleus pulposus; l3-4 lumbar stenosis; and right lower extremity radiculopathy. The patient underwent surgery which consisted of a hemilaminectomy, microdiskectomy, and microcompression of spinal canal, neural foramen, and nerve roots, right l3-4. Per the operative report ¿¿ there was a large, huge herniated protrusion at l3-4 causing significant lateral recess and neural foraminal narrowing¿¿ no complications were noted. On (B)(6) 2013, in a post op f/u the patient presented spasms in the right leg.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007: the patient presented for MRI of the lumbar spine. Impression: transitional anatomy with sacralization of l5; no compression fractures of the lumbar spine; disc bulge at l4-5 with facet arthropathy, greater on the left, and ligamentum flavum hypertrophy resulting in mild bilateral recess and neuroforaminal stenosis. There is fluid in the left facet with 3 synovial cysts arising from the left facet extending into the posterior paraspinal soft tissue measuring 3-6 mm. No synovial cysts are seen extending into the spinal canal. On (B)(6) 2008: the patient presented with pain in the l5 area, left hip, and left sacroiliac joint. The patient also reports pain in the left gluteus region, left hip, and midline of the lumbar spine area. This is present mostly when she is standing, bending, and twisting her lumbar spine area. On (B)(6) 2008: the patient presented with neck pain and paresthesias in the right and left upper extremities. The patient also has low back pain from the l4-5 bulging disc and the same symptoms of sacroiliac joint disease on the left side. Electrodiagnostic testing was performed which did show evidence of mild carpal tunnel syndrome on the right side. The emg shows no cervical radiculopathy, however, due to persistent symptoms in the hand, especially in the ulnar dermatone without any evidence of ulnar neuropathy on thisemg, the possibly of c7-8 cervical radiculopathies are entertained and therefore a long with the neck pain on the right side and the paresthesias and pain in the entire right upper extremity, the possibility cervical radiculopathy will be entertained and an MRI of the cervical spine will be obtained. On (B)(6) 2008: the patient underwent MRI of the cervical spine due to numbness in fingers and right arm tingling and numbness. Impression: at c6-7, mild spondylosis and 2mm disc osteophyte complex with ap dimension of the canal 10 mm without canal stenosis. Mild uncinated hypertrophy bilaterally mildy narrows the neural foramina bilaterally. On (B)(6) 2009: the patient presented with increased low back pain, new onset of right hip pain and the left hip pain is still progressing. The patient has difficulty walking, ambulating, working, as well as sleeping at night. Impression: history of lumbar spine disease with a bulging disc at l4-5, diagnosed over two years ago. The patient has increased low back pain; therefore, a new MRI is needed to assess any progression of the disc. It is well known that chronic bulging disc can herniate eventually; bilateral hip pain with prior known left hip disease. The patient will be scheduled for an MRI of both hips. On (B)(6) 2009: the patient presented for right hip MRI. Impression: negative right hip MRI. The patient also underwent left hip MRI. Impression: negative left hip MRI; incidental fibroid uterus. On (B)(6) 2009: the patient presented for MRI of the lumbar spine. Impression: degenerative changes with unchanged mild bilateral neural foraminal narrowing at l4-5 compared with prior exam of (B)(6) 2007. On (B)(6) 2009: the patient presented with low back pain in the bilateral sacroiliac joint area. The pain is in the gluteus region that causes muscle spasms in the lumbar spine area. The patient has a lot of tenderness in the sacroiliac joint areas bilaterally. During hip induction, the pain is terrible on the right sacroiliac joint and vise versa on the left side. Impression: severe pain in the pelvic region, including the sacroiliac joint and the sacrum. On (B)(6) 2009: the patient presented for a whole body scan. Impression: essentially negative bone scan. No abnormal lumbar or si joint activity. On (B)(6) 2009: the patient presented with progressive bilateral pain. She is having difficulty walking. On (B)(6) 2010: the patient presented with low back pain in the right sacroiliac joint area, which is non-radiating at this point. On (B)(6) 2010: the patient presented for x-ray of the lumbar spine. Impression: grade I anterolisthesis of l5 on s1 with l5-s1 disc space narrowing and facet arthrosis present. Mild leftward curvature of the lumbar spine. The patient also underwent x-ray of the sacro-iliac joint. Impression: parent sacroiliac joints bilaterally. No ankylosis or sclerosis. No sacral fracture. There is transitional lumbosacral segment with the sacralized component having a pseudoarthrosis of the left transverse process with the sacrum. On (B)(6) 2010: the patient presented with low back pain that originate in the left side in the sacroiliac joint area and now has spread to the right. The pain radiates down to the right gluteus region and also on the left side down to the left calf region. This is evidence of bilateral lumbosacral radiculopathy with radiation down to both legs. Impression: long history of lumbar spine disease, most likely getting worse; the patient has never had any evidence of anterolisthesis on the MRI's. On (B)(6) 2010: the patient presented for MRI of the lumbar spine due to low back and left leg pain. Impression: there is a transitional lumbar sacral vertebral body. Compared withprior exams, the transitional lumbar vertebral body has been designated as l5 and assumed to be sacralized; minimal disc bulge seen at l3-4 with no neural compromise; the l4-5 level has facet arthropathy with some fluid in the facet joints. A small synovial cyst is seen adjacent to the right facet joint in the paraspinous soft tissues. There is some mild foraminal narrowing and narrowing of the lateral recess. On (B)(6) 2010: the patient presented with persistent low back pain with radiation of the pain to the gluteus and the entire left leg and now is starting to happen in the right leg. Maneuvers to rotate the lumbar spine and the sacroiliac joint and the pelvis increases severe pain in the left gluteus region. Impression: evidence of left l4-5 lumbar disc disease with arthropathy and foraminal stenosis causing a dynamic radiculopathy in my opinion. On (B)(6) 2010: the patient presented with intractable back pain with clicking and popping. Impression: left lumbar radiculopathy secondary to severe facet arthropathy and neural compression related to transitional anatomy. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine. Impression: post-surgical changes are identified at the l5-s1 level. The hardware is intact and there is evidence of laminectomy. Flexion and extension views demonstrate a decreased range of motion without evidence of subluxation. Stable surgical site. On (B)(6) 2010: the patient underwent chest x-rays. Impression: no acute radiographic abnormality. On (B)(6) 2010 : the patient presented with l5-s1 segmental instability, severe stenosis, and lumbar radiculopathy. The patient underwent the following procedures: bilateral decompressive laminectomy, l5; bilateral decompressive laminectomy, s1; complete decompressive lumbar discectomy l5-s1; bilateral structural interbody peek cages l5-s1; bilateral interbody rhbmp-2/acs l5-s1; bilateral titanium pedicle screw fixation l5-s1; bilateral posterior lateral intertransverse process arthrodesis l5-s1; use of local morselized bone graft; use of intra op microscope and fluoroscopy. Intra-operative x-rays were performed. Findings: minimal spondylolisthesis, no suspicious foreign bodies. On (B)(6) 2010: the patient was discharged home. On (B)(6) 2010: the patient presented for a hepatobiliary scan with cck and gall bladder ejection fraction. Impression: no focal liver lesion noted, patent cystic and common bile duct; gall bladder ejection fraction 68%. On (B)(6) 2011: the patient presented with some low back and gluteal symptoms. On (B)(6) 2011: the patient underwent CT of the lumbar spine. Impression: unremarkable fusion l5-s1; minor disc bulge l4-5; mild nephrocalcinosis changes bilaterally. On (B)(6) 2011: the patient presented with sacroiliac joint pain, numbness in the left foot, as well as pain in the inner thigh in the adductors of the left thigh. Impression: the patient has no focal deficit; however, she has tenderness in the sacroiliac joint area bilaterally, especially when she rotates the pelvis upon the lumbar spine. There is no evidence that this is of neurogenic origin. The paresthesias that she has in the left foot is something that could be mostly related to possible tarsal tunnel syndrome. On (B)(6) 2011: the patient presented with some pain over the left sacroiliac joint. CT scan demonstrates good placement of graft and hardware with solid fusion. On (B)(6) 2011: the patient presented with pain in right hand and post carpel tunnel release. On (B)(6) 2011: the patient presented with problems with her ears, popping and pressure. On (B)(6) 2011: the patient presented with ear pain and status post carpel tunnel release. Assessment: seasonal allergies. On (B)(6) 2011: the patient presented with muscle and joint pains, painful deep breaths, burning and tingling of left foot, and a popping sound in back. Assessment: radiculopathy; joint pains; anxiety; insomnia. On (B)(6) 2011: the patient presented with burning and tingling in the sole of her foot on the left and some milder symptoms on the right. She also has some pain across the back with some occasional clicking and popping in her back as well. Impression: low back pain with tingling in the bottom of the feet and some radicular features possible on the left. On (B)(6) 2011: the patient presented for CT of the lumbar spine. Impression: there is no definite neural impingement. At l4-5, there has been a posterior decompression and fusion, looks satisfactory and probably solid. Immediately above at l3-4, small broad disc herniation contributes to mild canal stenosis. Looks slightly worse than previous studies. The patient also underwent MRI of the lumbar spine. Impression: do not see definite neural impingement. Since previous study, the patient has undergone an l4-5 posterior decompression and fusion, looks satisfactory and probably solid. At l3-4 small broad based disc herniation looks slightly larger than previous. On (B)(6) 2011: the patient presented with burning sensation of the left foot, and intermittent popping sensation in her back. CT and MRI both show solid fusion of the operated segment and no evidence of neural impingement. On (B)(6) 2011: the patient presented with low back pain, recurrent paresthesias in the left foot, pain in the left gluteus region. The patient does have exquisite pain in the left sacroiliac joint when twisting her pelvis. Impression: the clinical symptomatology is related to her sacroiliac joint disease and secondary to a l4-5 dynamic radiculopathy . On (B)(6) 2011: the patient presented with increased pain in the sacroiliac joint area, mostly on the left side, as well as in the left gluteus region that radiates down to the left biceps femoris and the left gastrocnemius muscle. The patient also complains of paresthesias in the bottom of the left foot. Impression: history of l4-5 lumbar spine fusion, neuroimaging studies shows no hardware failure; however the question is whether the hardware is causing her pain, which is the opinion of one spine surgeon that the patient saw on her own and she referred herself to the second physician. On (B)(6) 2011: the patient presented with right side pain and painful breathing. Assessment: rib pains; asthma; radiculopathy. On (B)(6) 2011: the patient presented for emg and nerve conduction studies. The nerve conduction studies were completely normal without any evidence of peripheral neuropathy and without any evidence of tarsal tunnel syndrome. Emg done in the lower extremities was normal; however, the lumbar paraspinal muscles show I+ fibrillation potentials bilaterally at l4-5 and l5-s 1 levels, even though they were slightly more prominent on the left side, this indicates the presence of bilateral lumbosacral radiculitis. On (B)(6) 2012:the patient presented with weakness in the left leg. Her emg/ncv results and imaging show no evidence of neural compression and she is solidly fused at the operated segment. On (B)(6) 2012: the patient presented with back pain. Assessment: radiculopathy. On (B)(6) 2012: the patient presented with back pain. Assessment: radiculopathy. On (B)(6) 2012: the patient presented with low back pain, bilaterally; also her right glut hurts all the time; she also has left lower extremity perceived weakness, tightness of the left calf and left foot burning and tingling. The patient has limited lumbar range of motion , flexion compared to extension. Assessment: back pain; new right glut pain; progressive left lower extremity tightness, weakness and foot burning. On (B)(6) 2012: the patient presented with increasing symptoms of pain radiating across her buttocks down her legs, more right than left. It radiates clear down to the posterior calf. She also has symptoms on the left side as well, around the foot. On (B)(6) 2012: the patient presented for MRI of the right hand. Impression: bone marrow signal abnormality with minimal cortical irre gularity, possible minimal cortical fracture distal phalanx second digit with overlying soft tissue swelling and edema. No discrete soft tissue mass identified. Differential considerations would include posttraumatic or infectious etiologies. Correlate clinically. High-resolution thin section CT scan could be performed for more definitive bone evaluation as clinically indicated. (B)(6) 2012: the patient presented for MRI of the lumbar spine due to lumbosacral neuritis, lumbago, low back pain, burning and tingling in the left foot, weakness in the left leg and sciatica in the right leg. Impression: stable post-surgical changes at the l4-5 level; l3-4 demonstrates a broad based disc protrusion/extrusion which is eccentric to the right. This may have slightly worsened and progressed as compared to previous study. Facet arthropathy and ligamentum flavum hypertrophy is noted. Some central canal narrowing is noted . Foraminal narrowing is identified right worse than left. Some scoliosis is identified. On (B)(6) 2012: the patient presented with back pain. She has some right para-spinal pain that radiates into the buttock and down the lateral thigh. She also has some left foot tingling symptomatology. An updated MRI brought by the patient demonstrates some adjacent segment disease at l4-5. On (B)(6) 2012: the patient presented with right lower back pain that radiates down to the right gluteus, right groin area, and right thigh area up to the level of the knee. Impression: evidence of what appears to be the new onset of right sided lumbosacral radiculopathy at l3-4 level secondary to the right sided herniated disc; lumbar spine fusion at l4-5 with old complaints of left lower back pain with radiation of the pain to the left leg manifested as a burning pain and paresthesias which is related to the level of the fusion. On (B)(6) 2012: the patient presented for ap x-rays of the bilateral hip and pelvis. Impression: no bony abnormality involving the hips. On (B)(6) 2012: the patient presented with back, right buttock, and leg pain, and numbness in her left foot. The patient has tenderness throughout the paralumbar region and mild nerve tension signs at the right leg. She has minimal tenderness over the right piriformis area. On (B)(6) 2012: the patient presented with low back pain. The patient reports 5 months post fusion in (B)(6) 2010, she developed left lower extremity paresthesias and a burning sensationon the right lower extremity. There is tenderness to palpation over the paraspinous muscles from l3-s1, right greater than left. There is also tenderness to palpation over the right and left sciatic notch area, and sacroiliac joint area. Impression: lumbar symptomatology, rule out a diskogenic mediated pain versus a facet syndrome; bilateral lower extremity paresthesias/radiculopathy; rule out failed back syndrome. On (B)(6) 2012: the patient presented for refill of meds for back pain. The patient reports tingling, right glute pain, and right groin pain. Assessment: radiculopathy. On (B)(6) 2013: the patient presented with low back pain with bilateral lower extremity radiculopathy; rule in bilateral l4 nerve root mediated symptomatology. The patient underwent the following procedures: right l4 selective nerve root block with steroid injection; left l4 selective nerve root block with steroid injection; epidurography. On (B)(6) 2013: the patient presented with right sided sciatic pain. Assessment: radiculopathy. On (B)(6) 2013: the patient presented with low back and bilateral leg pain. The patient reports 5 months post fusion, she developed tingling into her left foot that has progressed to burning with weakness. The patient also reports neck pain, lumbosacral tenderness and abnormal motion, and decreased sensation in soles of feet. X-rays of the lumbar spine revealed hardware at l4-5 with tlif cages placed anteriorly. There is some degenerative, collapse, loss of disc height l3-4 with vestigial/narrowed disc at l5-s1. Assesment: right lower extremity radiculopathy with weakness, l3-4 disc protrusion status post lumbar reconstruction at l4-5 posteriorly with tlif type procedure. On (B)(6) 2013: the patient presented for chest x-rays. Impression: no active cardiopulmonary disease. On (B)(6) 2013: the patient presented with low back and bilateral leg pain. The patient reports 5 months post fusion, she developed tingling into her left foot that has progressed to burning with weakness assessment: right lower extremity radiculopathy with weakness, l3-4 disc protrusion status post lumbar reconstruction at l4-5 posteriorly with tlif type procedure. X-rays of lumbar spine show hardware at l4-5 level with tlif cages placed anteriorly. There is some degenerative, collapse, loss of disc height 3-4 with vestigial/narrowed disc at l5-s1. MRI of the lumbar spine from (B)(6) 2012 shows large disc protrusion, degeneration, stenosis at the l3-4 segment above the fusion. On (B)(6) 2013: the patient presented for emg and nerve conduction studies on the lower extremities. The nerve conduction studies were normal. The emg, showed evidence of radiculitis with spontaneous activity present in the lumbar paraspinal muscles from l2-3 level all the way down to s1 level bilaterally. This is about 2+ in frequency, which is worsened since the last emg done in (B)(6) of 2011 when there was also the presence of this radiculitis bilaterally in the same levels, but it was less frequent. There is clinical evidence of obvious progression of the lumbosacral radiculitis based on this electrodiagnostic testing. This parallels the symptoms of the patient with increased leg pain bilaterally, paresthesias, and complaints of quadriceps weakness, we did find some decreased recruitment of the quadriceps muscles bilaterally of fairly mild degree with no spontaneous activity, (B)(6) 2013: the patient presented with the following preoperative diagnoses: l3-4 herniated nucleus pulposus, right; l3-4 lumbar stenosis; right lower extremity radiculopathy. The patient underwent the following procedures: hemilaminectomy, microdiskectomy, and microdepression of spinal canal, neural foramen, and nerve roots, right l3-4; use of intra-op fluoroscopy based microscope for illumination, magnification, microdissection technique; use of intra-op neurological monitoring. No complications were noted. On (B)(6) 2013: the patient presented with muscle spasms . Assessment: herniated intervertebral disc, post op; lumbar canal stenosis, post op; lumbar radiculopathy, post op. On (B)(6) 2013: the patient presented with right buttock pain to her groin, burning/tingling to her left foot with cramping to left calf, and some left leg pain. Assessment: herniated intervertebral disc, post op; lumbar canal stenosis, post op; lumbar radiculopathy, post op (B)(6) 2013: the patient presented with new lumbar MRI and is having significant right sided pain and being awoken at night. Assessment: herniated intervertebral disc, post op; lumbar canal stenosis , post op; lumbar radiculopathy, post op (B)(6) 2013: the patient presented for a post-surgical exam. The patient is status post bilateral l4 selective nerve root blocks. She had about 40% improvement of her pain. Assessment: herniated intervertebral disc, post op; lumbar canal stenosis, post op; lumbar radiculopathy, post op; status post microdiscectomy, right lower extremity radiculopathy. Previous history of emg suggestive of l2-s1 radiculitis status post prior reconstruction by another physician. On (B)(6) 2013: the patient presented with radicular pain from her back down to the lower extremities. The patient reports undergoing a lumbar spine injection but gained no improvement of her symptoms. Assessment: herniated intervertebral disc; lumbar canal stenosis; lumbar radiculopathy. On (B)(6) 2013: the patient presented with herniated disc, lumbar radiculopathy, lumbago, lumbar disc degeneration, and previous arthro desis. The patient has been advised she will need a l3-4 anterior and posterior decompression fusion with instrumentation and an l4-5 exploration of fusion and removal of hardware.

Event description:
(B)(6) 2011: the patient presented with persisting pain in the left leg that has increased over the past several months. She has continued back pain and hip and thigh pain that travel in a sclerotomal sense around the hip on both sides, depending on her position. Physical examination found the woman is in top physical condition and looks like she could be (B)(6) years old. Impression: facet syndrome; failed back syndrome, possible radiculopathy with l5 distribution left side; prior back surgery, possible nonunion, transitional segment syndrome. The doctor noted that her MRI scan from (B)(6) 2011 shows a broad disc herniation at l3-4 with a solid l4-5 fusion. The doctor stated he is suspicious there are calcifications in the foramina at l4-5, possibly due to the bone morphogenic protein. He is suspicious that she is experiencing radiculopathy due to bone stimulated growth from bone morphogenic protein. (B)(6) 2013: the patient presented with sciatica right leg to knee and a weak left leg. The patient reports her pain came back soon after her injections. (B)(6) 2013: the patient presented with right leg pain and back pain. The patient had lumbar tenderness, and abnormal motion with elicited pain, decreased response to tactile stimulation of sole of left foot, and an antalgic gait.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2013 lumbar spine series ap, lateral and dynamic films show pedicle screws at l5/s1 with a large interbody peek interbody graft. Dynamic views do not show movement and suggest solid fusion. On (B)(6) 2013 lumbosacral spine series fluoroscopy taken interoperatively with retractor in place and a probe at the l4 disc level. Based upon the last floating rib the fused level is l5/s1. This is also supported by incomplete posterior elements at the motion segment below the fused level. On (B)(6) 2013 hida scan no spinal pathology noted. On (B)(6) 2013 abdominal us no spinal pathology documented. On (B)(6) 2013 lumbar spine series show same l5 construct showing no movement on dynamic views. On (B)(6) 2013 CT abdomen/pelvis no new spinal pathology is noted. Construct is apparent and unchanged. On (B)(6) 2009 MRI hip t1, t2 and stir coronal and axial views are inspected no evidence of osteonecrosis, effusion or profound anatomic change in either hip (B)(6) 2009 MRI lumbar sagittal t2 view shows no implants. Conus is behind the labeled l1 body. No stenosis is seen. Based upon this enumeration future fusion is at the l4/5 level. Effusion is seen within the lowest set of facets without dislocation or subluxation. On (B)(6) 2010 lumbar MRI no significant change from MRI of (B)(6) 2009 (B)(6) 2011 lumbar MRI t2, sagittal and axial views are reviewed. There has now been a plif fusion performed at the lowest disc level. There is a vestigal disc below the fused level. Interbody spacer widens the space at l5. Early signs of stenosis is noted at l4 with no nerve compression at this point in time. On (B)(6) 2012 lumbar MRI t2, sagittal and axial views are reviewed. There is a plif fusion performed at the lowest disc level. There is a vestigal disc below the fused level. Interbody spacer widens the space at l5. Signs of stenosis noted at l4 in the last study have increased. There is now a disc bulge and posterior element hypertrophy at the l4 level that has been measured with unreadable measurements on the film. On (B)(6) 2013 lumbar MRI progression of stenosis above the level of previous fusion is noted on both axial and sagittal views. Instrumentation remains in place. A 3.98 mm ap measurement is made of the thecal sac, but this is not a midline measurement. T2 axial view shows facet hypertrophy most pronounced on the left, but without central stenosis at this level.